Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's svc center, a failure of the device to power on was observed. The device's system board was replaced to address the issue.